Event description:
It was reported the hf unit had error 433. The unit did not switch on after a restart attempt. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.